Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated vad flow beginning on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Right heart failure is a known potential complication that may be associated with use of this product and in patients with heart failure. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that following pump implantation via thoracotomy approach, the patient started exhibiting signs and symptoms of right heart failure, such as fluid retention, poor vad filling, and high pulmonary artery pressures. The patient was managed medically beginning (B)(6) 2017. The patient's international normalized ratio (inr) was noted to be supratherapeutic and there was a slight elevation of lactate dehydrogenase (ldh). There was no evidence of hematuria. The patient was bridged with a heparin drip. Controller log files were sent. Preliminary log file analysis revealed an increase in power consumption and estimated vad flow observed beginning on (B)(6) 2017. The pump power was considered normal for given speed but was on the higher side of normal. Bivalirudin was initiated on (B)(6) 2017. Power consumption increased to greater than 10 watts on (B)(6) 2017, therefore, the decision was made to exchange the pump as the site suspected thrombus. The last report received indicated that the patient is doing well. No further information was provided.